Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2009 and mesh was used. In (B)(6) 2010, the patient had pain. The patient experienced a recurrent hernia and underwent a repair procedure on (B)(6) 2011. During the repair procedure, it was found that the mesh had become disconnected. The mesh was excised and the hernia was repaired with a different mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.